Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced device extrusion. It is noted that the device was exposed. The recipient's device was explanted. The recipient will be re-implanted once they have healed.